Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were surgically explanted due to oversensing of noise, resulting in 2 inappropriate shocks. A new cardiac resynchronization therapy pacemaker (crt-p) device system was implanted. No additional adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) will not be returned for product analysis.